Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42, on (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and guided the customer through the process. Following the reset, the error did not reappear, and the customer successfully began a new sensor session.